Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: an examination of the returned complaint device found that the stent was partially deployed by 4mm and the distal end of the stent was damaged. The outer sheath was detached at approximately 10mm distal to the distal end of the shrink tubing. The outer sheath was accordioned between the distal end of the shrink tubing and the break point. The partially deployed stent was reconstrained and it was possible to insert the device without issue through a 6f introducer sheath. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the inner lumen; however, the distal stent wires were damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related. A labeling review identified that this device was not used per the directions for use (dfu). The dfu states "the carotid wallstent endoprosthesis is contraindicated for use in patients with severe vascular tortuosity or anatomy that would preclude the safe introduction of a guide catheter, sheath, embolic protection system or stent system." However, the complaint states that the patient's anatomy was severely tortuous. (B)(4).

Event description:
Reportable based on analysis completed on 18nov2011. It was reported that during a stenting treatment procedure, stent deployment difficulties occurred. The 99% stenosed target lesion was located in the severely tortuous and non-calcified left internal carotid artery (ica). The lesion was pre-dilated. This 10.0x31mm carotid wallstent was selected for treatment and advanced over a 0.014" guide wire. Resistance was encountered during advancement of the device into the patient. Once to the lesion, "strong" resistance was experienced retracting the outer sheath for stent deployment. The stent was not deployed and the device was removed from the patient. The procedure was completed with another carotid wallstent. No patient complications were reported and the patient's status is good. However, returned device analysis revealed that the stent was damaged.